Manufacturer narrative:
Medical records were requested but have not been received to date. The device has not been received for physical eval and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The wife of the peritoneal dialysis pt reported that he had been at the hospital, where he received a fill of 2,000 ml with medication for peritonitis. According to the pt's peritoneal registered nurse, there had been no fluid leak during treatment prior to the diagnosis of peritonitis on (B)(6) 2014. The pt had reportedly experienced some diarrhea, then failed to adequately wash his hands prior to performing his treatment. She said it's likely he self-contaminated this way, but fecal bacteria could also have spread internally through the peritoneum. The pt presented with minor abdominal pain and had cloudy effluent. The pt was not admitted to the hospital, but was treated with intraperitoneal antibiotics and sent home. The pt is fine now and is still using the same cycler, with no issues.